Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: - the misplaced screws were detected with imaging before completing the surgery and the screws were replaced with navigation during the very same surgery. - the surgery was completed successfully as intended. - despite there was an increased risk of harm due to the misplaced screws in the disc space, there was no actual harm or negative clinical effect to the patient due to the misplaced screws, neither due to the surgery prolongation of 1h30min. - there were no (further) medical or surgical remedial actions necessary, planned, or done for the patient. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the approximate 5-10 mm cranial deviation of the l4 and l5 screws placed with navigation is a combination of: - a relative movement of the anatomy during the surgery between the reference array fixed on the right iliac crest and the vertebrae operated on (l4 and l5) due to a non-rigid connection of these vertebrae and forces applied to the spine. The used non-brainlab screwdriver instrumentation requires more force to be applied to the bone as the screw is directly inserted into the bone without any preparation of the trajectory beforehand, increasing the likelihood of relative movements of the vertebrae. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixed to or operating across multiple vertebrae without remounting the patient reference and reregistering results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient scan. An anatomical movement was visible in between the intra-operative patient scans at this surgery. - poor instrument calibration: the user calibrated the non-brainlab screwdriver with a smaller reference array than recommended, positioned with the long axis outside the recommended position, not following brainlab recommendations for calibration of this instrument for use with brainlab navigation. It was seen in the logfiles that the user pressed "ignore" on the calibration warning which was displayed to the user in the navigation. The resulting deviation between the registered pre-placement patient scan in the navigation display and the actual patient anatomy during the surgery was apparently not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for fusion at vertebrae l4 and l5, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d navigation sw 1.5. During the procedure the surgeon: - with the patient in prone position, attached the navigation reference array on the (right) iliac crest - acquired a 3d fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, and accepted the accuracy to proceed - used the navigated pointer to approximate the incision location at l4/l5 for screw placement - performed the incision and exposure, and checked the accuracy with the navigated pointer at l4 and l5, found it not sufficient, and decided to perform a new registration - acquired a new 3d fluoroscopy scan using the intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, and verified and accepted the accuracy to proceed - calibrated a non-brainlab all-in-one screwdriver to the navigation (to the registered image set); a warning message was displayed in the navigation software that the accuracy could be improved, with the option to ignore or re-calibrate the instrument; the user selected ignore and proceeded to verify and accept the accuracy of the calibration to proceed. - used the navigated screwdriver to place pedicle screws at the right l4 and l5 vertebrae. - acquired an x-ray image to check the screw placement, determined that the screws had deviated from the intended positions by 5-10mm cranially into the disc space, and removed the screws. - decided to continue the surgery using an intraoperative CT scanner with brainlab navigation - acquired an intraoperative CT scan with automatic image registration of the current patient anatomy to the navigation, and accepted the accuracy to proceed - re-calibrated the non-brainlab instrument to the navigation. - replaced (repositioned) the right l4 and l5 pedicle screws, and placed the left l4 and l5 pedicle screws as planned with the navigated instruments - performed a final intraoperative CT scan which confirmed the screws were placed successfully as intended. According to the surgeon: - the misplaced screws were detected with imaging before completing the surgery and the screws were replaced with navigation during the very same surgery. - the surgery was completed successfully as intended. - despite there was an increased risk of harm due to the misplaced screws in the disc space, there was no actual harm or negative clinical effect to the patient due to the misplaced screws, neither due to the surgery prolongation of 1h30min. - there were no (further) medical or surgical remedial actions necessary, planned, or done for the patient. Hospitalization was not prolonged either.